Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, blue_lead, lot# va1ntrb, implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, blue_lead, lot #: va1ntrb. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that they lead were being replaced due to bad leads and they was high impedances greater than 4000 ohms. No symptoms were reported trouble shooting resolved issue. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information. Manufacturer representative reported that the cause of the high impedance was unknown. No further complications were noted or anticipated